Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Tampon stuck in my back end [foreign body in gastrointestinal tract]. Tampon stuck in back end... Have colon issues... Was recommended to use this [intentional device use issue]. Tampon stuck in back end - rectum [incorrect route of product administration]. Case narrative: consumer reported via phone that the tampon got stuck in her back end. No serious injury was reported.